Event description:
It was reported that the deep brain stimulation (DBS) patient experienced chest pain which resulted in two separate admissions to the emergency room within a couple weeks. The physician assessed that although the origin of these symptoms remains unknown, they do not believe it be related to the DBS system. The patient was given steroids and anti-inflammatory medication therefore, the symptoms resolved and the patient has since fully recovered.

Manufacturer narrative:
Additional product(s) in device system:Model Number/Catalog Number: DB-2202-45Serial Number: 5176001Batch/Lot Number: 5176001Model/Catalog Description: DBS DIRECTIONAL LEAD STERILE KIT 45CMUnique Identifier (UDI) #: (01)08714729905288(17)210924(10)5176001(21)5176001Model Number/Catalog Number: DB-2202-45,Serial Number: (b)(6),Batch/Lot Number: 5177277,Model/Catalog Description: DBS DIRECTIONAL LEAD STERILE KIT 45CM,Unique Identifier (UDI) #: (b)(4). Model Number/Catalog Number: NM-3138-55,Serial Number: (b)(6),Batch/Lot Number: 5180238,Model/Catalog Description: 55CM 8 CONTACT EXTENSION,Unique Identifier (UDI) #: (b)(4). Model Number/Catalog Number: NM-3138-55,Serial Number: (b)(6),Batch/Lot Number: 7059211,Model/Catalog Description: 55CM 8 CONTACT EXTENSION,Unique Identifier (UDI) #: (b)(4).